Manufacturer narrative:
(B)(4).

Event description:
On 09/07/2016 a call was received indicating that he had just replaced a faulty serial cable. No patient's therapy was affected since the site had a back-up programming systems available. The cable was replaced and the issue resolved. The serial cable does not require return, as the failure mode is understood to be a failure of the serial cable associated with a disconnected wire connection.